Manufacturer narrative:
According to our resources, the lead remains actively implanted and no adverse patient effects have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that a health care professional made a request for evaluation of this pacing system due to impedance issues. It is unknown which lead is experiencing the impedance problems and efforts to obtain additional event information were unsuccessful.